Event description:
During preventive maintenance of ventilator, safety valve d3.3 failed. Pressure greater than 200 mbars was registered. Valve was removed from inspiratory block and repaired. Pre-use check out passed all tests.====================== manufacturer response for ventilator, evita xl======================had not heard of this problem happening and would pass on information.